Manufacturer narrative:
E1: event country: spain. Name: (B)(6). Country: united states of america. Street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issue as infusion set fell off during use on the same day on (B)(6) 2026. The patient replaced infusion set and resumed insulin successfully.